Manufacturer narrative:
This report is being submitted to provide additional information in h3, h6: type of investigation, investigation findings, investigation conclusions, and h10, and updated information in g1, g3. Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the reported event is not confirmed without the device being returned or any photo provided. The most likely cause for the reported failure can be attributed to user error due to misalignment insertion and/or prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/5/2023, a medwatch notification was received via email, reported by a facility representative that a small piece of metal from an ar-8690ds CPR mini scorpion dx and micro suturelasso implant system broke off. This was discovered during a procedure on (B)(6) 2023. No further information was reported. Additional information requested.